Event description:
The customer reported that a malfunction of the philips viridia 26/24 component monitoring system, which resulted in the death of a pt. Staff was performing continuous monitoring of the spo2 measurement parameter. A review of the trend review data provided shows that spo2 monitoring was interrupted (indicating sensor off pt) at about 11:45 am in early 2009, and spo2 monitoring was not re-established until about 12:23 pm the same day. As the spo2 monitoring was being lost, the pt was showing a rapid desaturation. We will consider that the pt warranted emergent care at this time (soon after 11:45pm). (Note that by design, the monitor would provide a "spo2 non-pulsatile" inop message and alarm tone for the interruption in spo2 monitoring). At this time, staff also initiated ECG/resp monitoring.

Manufacturer narrative:
Based on the available info, an analysis shows that there was no device malfunction. Post incident testing showed that the device operated to specifications, and providing alarms for simulated conditions/events. User error cannot be ruled out as a contributing factor in this incident as there was a 25 minute period of time during which spo2 monitoring had been interrupted, with no staff response (to the monitoring inop condition). The hosp biomedical engineer tested both the bedside monitor and the central station post incident and found both performing to specifications. The fse tested both the bedside monitor and the central station post incident, and found both performing to specifications. Alarms, including spo2 inop alarms, were provided for simulated conditions. The fse also reviewed alarm functionality and alarm behavior (inop, yellow, and red and latched, non-latched, and reminder alarms) to the customer. No further action (testing, training or corrective maintenance) is warranted at this time. Investigator note: the pt was being treated with o2 (oxygen). Note that based on trend review data and communications with the fse, only spo2 monitoring was being performed on this pt until about 12:23 pm the same day when the pt was found without spo2 monitoring, at which time ECG/resp monitoring was initiated. A review of the central station log files (junk. Dat file) does not show any spo2 alarm activity leading up to the spo2 monitoring lost at 11:45pm the day before, reported incident timeframe. The pt's lack of spo2 monitoring was discovered at 12:23pm on original date and the patient expired at 12:35pm the same day. The junk.dat file shows that once spo2 monitoring as re-established, and ECG/resp monitoring was initiated, alarms were provided for spo2 desat (red alarm), asystole, and vent fib/tach events as the pt's condition deteriorated. Note that the logs do not capture inop alarms. The logs will capture suspending of alarms at the bedside and silencing of alarms at the central station. It is being considered that a "spo2 non-pulsatile" inop was generated at about 11:45 am that day. This is most consistent with users not responding to an inop alarm.